Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown variax locking. Device will not be returned.

Event description:
T&e product manager, reported the following event, a surgeon tried to remove a variax clavicle plate but did not succeed to remove the screws, and even broke some of them. He used the normal instruments from the set. He will revise the patient very soon.